Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 20226502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included cesarean section on (B)(6) 2014 and tubal ligation on (B)(6) 2010. Concurrent conditions included syncope since (B)(6) 2014, recurrent uti since (B)(6) 2014, glucose intolerance since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, patent ductus arteriosus since (B)(6) 2014, hypertension since (B)(6) 2014, hearing impaired since (B)(6) 2014, shortness of breath since (B)(6) 2014, anxiety since (B)(6) 2014, depression since (B)(6) 2014, coronary artery disease since (B)(6) 2014, vision abnormal since (B)(6) 2014, hematuria since (B)(6) 2014, bladder pain since (B)(6) 2014, lumbo-sacral pain since(B)(6)2014 and uterine dilation and curettage since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2010 salpingectomy (one side removal of fallopian tube), hysterectomy (full),oophorectomy (one side removal of ovary) surgery were performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This report has been submitted to correct the manufacturer report number from 2951250-2016-05760 for this initial case. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.